Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned and in tack. An extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor; after 10-days of wear. He further reported the insertion site was notable for the presence of ¿redness and irritation¿. On (B)(6) 2019 customer self-presented to an emergency room and was prescribed hydrocortisone cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor; after 10-days of wear. He further reported the insertion site was notable for the presence of ¿redness and irritation¿. On (B)(6) 2019 customer self-presented to an emergency room and was prescribed hydrocortisone cream. There was no report of death or permanent injury associated with this event.